Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation three devices and one reload opened by the account and five reloads sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A pmv needle was used for all subsequent testing. For each device, a pmv representative needle was loaded onto the instruments. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto each instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle in each device. The six needles were loaded onto a pmv device. Each needle was found to function properly when applied through layers of test media. Pressure was exerted on each needle in all directions and from both sides of the jaw to simulate clinical conditions. Each needle was loaded and unloaded onto the pmv instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling of each needle. No enhancements or improvements were generated for the reported condition. A review of the device history record indicates this device and needle lot number were released meeting all specifications. Should new information become available, the file will be re-opened.

Manufacturer narrative:
Tracking no: (B)(4).

Event description:
According to the reporter, the endostitch would break off in abdomen and needed to be recovered manually each time. Handle would stick. An endostitch needle fragment fell into the patient, but was removed.